Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The force bipolar instrument was found to have a bent grip at the base where it meets the distal clevis. As a result, the instrument was unable to open and close properly. The force bipolar instrument was found to have mechanical indentations/burrs at the distal clevis, which aligned with the frayed grip cable that was found at the distal end. This failure is most commonly caused by mishandling/misuse, such as collisions with other instruments or sharp objects. Further evaluation found the force bipolar instrument had damage of the conductor wire's insulation. No thermal damage was observed, and failure analysis found the instrument passed the electrical continuity test. A review of the logs does not show the emergency release key was used. It was noted the force bipolar instrument had 7 lives remaining. Per subsequent follow up, the customer informed the removal of the unintended tissue was okay and no patient injury or harm was observed. Removal of trivial amount of tissue is not considered permanent impairment as there was no reported permanent functional impairment or additional procedure required because of the removal. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Log review: a remotefe/log review was conducted, which resulted in the following findings: the logs confirmed the force bipolar instrument part# 470405-06 lot# n10190729-0048 was last used on (B)(6) 2020 during an incisional hernia repair with dr. (B)(6) on system (B)(4). The logs showed the instrument had 7 lives remaining. Site history: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Video/image: no image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted the force bipolar instruments claw portion malfunctioned, and was difficult to remove. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical engineer reported that the force bipolar instrument grasped cut tissue that was going to be released into the collection container for removal; however, at the time the surgeon attempted to open the jaws, it was noted they were stuck. The robotic lead stated that she was not present during the reported case; however, followed up with the operating room staff who reported that the force bipolar instrument jaws were stuck on tissue. The robotic lead was informed that the instrument release kit (irk) was not used to release the tissue. The force bipolar instrument was removed from the patient with trocar. It was noted the customer unexpectedly had to remove tissue. The robotic lead was informed the tissue removed was something that was okay to be removed. After the procedure, the robotic lead followed up with central processing who stated the instrument had to be bent to remove the instrument from the robotic trocar. The nurse confirmed she was present during the reported procedure and stated the surgeon did not plan to remove tissue; however, the surgeon informed the nurse that the tissue removed was okay. The nurse did not know what type of tissue was removed. No medical intervention was required. The nurse noted that the instrument was clamped and the system would not allow them to remove just the instrument, and had to remove with the trocar. It was stated that the surgeon believed the instrument malfunctioned. No post-operative complication was noted. No image/video was available for review. The procedure was completed robotically with no patient injury or harm.